Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the hcp saw a caution alert, prior to his pump emptying, stating "prolonged refill interval alert." Technical services explained the reason. The hcp stated that the refill date was more than 180 days and stated that the alert keeps popping up and it wouldn't let her update. The hcp mentioned an empty and low alarm and stated that she had re-entered the low reservoir volume. The hcp then stated that nothing was missing from the programming. The hcp stated that she was going to reinterrogate and call back if needed.